Manufacturer narrative:
The customer reported a complaint that "the thermogard ivtm system (sn (B)(6)) was showing the wrong temperature on the display" was not confirmed during the event log review and during the functional testing. The reported issue was not reproduced during testing, and the thermogard ivtm system functioned as intended. No physical damage was observed on the thermogard ivtm system during visual inspection. The event log review indicated no discrepancy. The thermogard system passed the functional testing without errors. No issue found with t1t2 connector, exact temperature shown on the display. The connectors on I/o board were checked and no issue found. However, the patient temperature cable was not found in the thermogard ivtm system during the service, which was likely defective, and could be the root cause of the reported complaint. The thermogard xp ivtm system passed the final functional without any issues.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (sn tgxp13122) was showing the wrong temperature on the display. Patient's status information was requested but the customer did not provide a response.